Event description:
It was reported that during an unk procedure, the distal end of the cannula had a crack. It is unk whether it was noticed at the beginning or end of the procedure. It is unk as to what was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.